Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. Treatment was not reported. The patient was recovering from this peritonitis event. This is report 2 of 4 for this peritonitis event.

Manufacturer narrative:
(B)(4). Due to the information received, it was determined that a breach in aseptic technique was the cause of the peritonitis. As a result, the mini cap is no longer a suspect product. All further investigations of this event will be documented in report number 1416980-2013-07265.

Manufacturer narrative:
(B)(4). The occurrence date of this event is unknown. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot number gd893453 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Same patient as (B)(4).